Event description:
Information received by medtronic indicated that the customer reported broken pump, many pump errors and low battery alarm. No harm requiring medical intervention was reported. Troubleshooting was performed and unresolved. The customer will discontinue using the insulin pump and will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, sleep current measurement, and active current measurement however, the pump alarmed pump error 68, pump error 49, and pump error 23 immediately after battery installation (unsafe shutdown), power error 75 during the self test, and power error 25 during testing. The pump successfully downloaded the trace and history files using thump. A review of the pump history files reveals on 3/16/2024 the pump alarmed pump error 75 alarm and experienced an unexpected unsafe shutdown (pump error 68 alarm, pump error 49, pump error 23 alarm, set time, and then active insulin cleared alert sequence). The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2) and motor assembly. Found the lithium backup battery was not properly connected to pcb 1. Connected the internal battery connector on j6/pcb 1, installed a battery, and the pump powered up properly. A sc1 cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case. Unexpected unsafe shutdown (pump error 23, 49, 68 alarms), pump error 25 alarm, and pump error 75 alarm during the self test are confirmed due to the j6 (lithium backup battery) connector not plugged in properly on pcba 1.unexpected battery power loss is confirmed due to the unsafe shutdown. Battery last less than expected is unknown due to the unsafe shutdown anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.